Event description:
It was reported that a plastic broken piece has been come out when the patient opened the package of reservoir. It was stated that the customer experienced two hyperglycemia episodes while using the recall reservoirs, but the customer did not see any leakage from the reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.